Event description:
It was reported that during an unk procedure, the plastic tip broke in the tube. All of the pieces were removed from the pt. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.